Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a mitraclip procedure. During the procedure, two mitraclips (ntw and nt) were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an approximate date, (B)(6) 2025, the patient returned symptomatic with dyspnea, a transthoracic echocardiogram (tte) showed that the mitraclip ntw had a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. The mr had returned to grade 4. On (B)(6) 2025, the patient returned with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 2. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient conditions. The recurrent mr appears to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second clip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.